Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on (B)(6) 2020, they had shortness of breath, dizziness, nausea and vomiting and a loss of appetite. She was unable to determine why she was not feeling well and went to the doctor¿s office. At the physician¿s office, her cgm was 173 mg/dl but when a finger stick bg was performed, her bg over 600 mg/dl. While at the physician¿s office, she passed out, emergency medical services (ems) was call and she was transported to the hospital. She was treated with an insulin drip, blood and urine tests were performed and she was released home later that day. At the time of contact the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.